Manufacturer narrative:
This report is submitted on june 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). Revision surgery to reposition the magnet is scheduled; however, yet to occur as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent surgery under general anaesthesia on (B)(6) 2017, to have the magnet reset into the pocket and the patient has resumed use of the device.